Manufacturer narrative:
Device passed all functional testing. No anomalies associated with sterilization of product.

Event description:
System explant due to infection around implant site. Patient history: tissue breakdown around sound processor resulted in exposure of device and eventually led to infection of the local area. On (B)(6) 2011 - patient initially implanted, (B)(6) 2011 - fitting / activation, (B)(6) 2011 - fitting, (B)(6) 2012 - fitting, (B)(6) 2014 - fitting, (B)(6) 2016 - battery change / fitting, (B)(6) 2017 - fitting, (B)(6) 2017 - system explant.